Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.

Event description:
Customer reports while deploying an esophageal stent, the stent slipped out of the device and migrated to the patient's stomach. The procedure was cancelled and the patient remains in the hospital for another day for a new stent placement and retrieval attempt.